Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as "high", although a specific value was not provided. The customer addressed their bg with a manual injection. Tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.